Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, physician went to aspirate blood and continued to get bubbles. Physician then took out catheter to close the valve and continued to get air - so faulty valve on sheath was determined. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.